Event description:
Situation: defective IV tubing. Background: tubing was primed with infusion medication to prepare for patient administration when the lower port was draining the infusion drug. Assessment: all ports were accessed for breaks, cracks, or defective points along the tubing line. It was noted that the port was leaking the medication. The tubing was disengaged from drug, the drug was re-spiked with new tubing line and the medication was infused with a tubing that did not have the same lot number as the defective tubing. Recommendation: send product to supply chain to be reviewed and assessed. All tubing with the same lot number was taken off the shelf. [Redacted name] notified that this lot had a defective tubing, the tubing supply was replaced with new tubing. Manufacturer response for IV tubing, clear link system- continu-flo solution set (per site reporter).